Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient's age: (B)(6). This report is for one unknown screw. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was part of a market preference evaluation. It was reported mpe 192 lcp proximal tibia plates-low bend, the patient was in a motor vehicle accident. The screws were severely angled up into the joint and the surgeon was forced to use the cortex screws proximal. This report is for one unknown screw. This is report 1 of 1 for (B)(4).